Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported that after the patient was done with treatment the patient manually drained out an additional ~6,000ml. Patient contact stated the liberty select alarmed (scale alarm) all through the night but when the patient woke up she didn't feel overly full. Treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during manual drain 5 and stat drain 6 where ~6010ml drained. This drain is 240% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 2499ml is 4498ml. Therefore, a reportable malfunction has occurred. The patient was advised to complete treatment with continuous ambulatory peritoneal dialysis. Additional information was solicited. The liberty select was replaced.

Manufacturer narrative:
The alleged reportable malfunction is not confirmed. The reported complaint symptom (hb make sure hb is on ht tray and unclamped) was not confirmed. The reported complaint symptom iipv (dv > 200% of fv)) was not confirmed. The reported complaint symptom (scale reading error warning) was not confirmed. The reported complaint symptom code (non-operational questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. Encountered ls04-scale problems. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. An initial check of the scale, showed that the load cell verification was out of specification. The load cell verification failed at the 4000 g weight test. The heater tray was not making contact with the top cover cabinet. After recalibrating the scale, the load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."